Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported on the adc device. Customer received a message 'lo' (reading less than 2.2 mmol/l) via sensor scan. Customer experienced "dizzy spells from high blood sugar" and was seen at a hospital where a reading of 13 mmol/l was obtained on the hcp meter. Customer was treated with unspecified intravenous treatment for a diagnosis of hyperglycemia. The readings were plotted on a parkes error grid and fell in the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.